Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated the aviva meter is giving inaccurate results. The customer obtained a reading of 150 mg/dl shortly after 7:00 am and took 28 units of lantus insulin at approximately 7:30 am. This is the customer's normal dosage. Customer ate breakfast at 8:00 am and at 8:45 am, the customer was unresponsive. The customer's father attempted to treat him with a drink of coke or orange juice, but the customer was unable to take any fluids by mouth. The father called the paramedics. At approximately 8:45 am the paramedics arrived and received a blood glucose result of 25 mg/dl. The paramedic's treated the customer with a "shot of glucose and started an IV". The customer was transported to the hospital. The customer arrived at the hospital around 9:00 am; the blood glucose result obtained upon arrival is unknown. The hospital provided the customer something to eat to increase his blood glucose level. Two hours following the meal the patient's blood glucose level was 135 mg/dl on the hospital's blood glucose monitor, and "over 200 mg/dl" on the customer's blood glucose monitor. These results were obtained within 10 minutes. The patient was released from the hospital the same day at 11:00am, return of the suspect device was requested for evaluation.